Event description:
It was reported that the zimmer air dermatome ii will not hold pressure and was skipping. No add'l clinical info was rec'd prior to this report. A f/u medwatch will be submitted if add'l clinical info is rec'd.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 7/13/2012 and has no repair history at zimmer surgical. Eval of the device observed wear to the 2" and 3" width plates. Additionally, nicks were observed along the leading edge of both the head and control bar. Prior to repair, the device was within calibration specification at all tested thickness settings. Customer did not return any associated blades for investigation. No info is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could have caused the device to skip. Improper handling most likely caused the damage to the head and control bar of the device, which likely caused the customer's reported event. The device was serviced and returned to the customer.